Event description:
It has been reported that during the procedure this device was noted to be indented at the distal end. The device was removed and replaced. The pt is reported to be fine and the device is being returned for analysis.